Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2014 and a topical skin adhesive was used. On post op day one, the patient developed a red, raised area around the port sites and the left breast. The patient was treated with a medrol dose pack and hydrocortisone cream. The reaction has subsided but occasionally flares up.